Manufacturer narrative:
No patient information provided. The manufacturing records were not reviewed. Lot number was not provided. Nevro submits this report in compliance with FDA¿s medical device reporting regulations under 21 cfr part 803. Nevro has complied with regulatory investigation requirements and is submitting all information that is reasonably known to us at this time. However, we may not have been able to confirm this information or complete the investigation within the timeframe for filing this report. We may have given no response or an incomplete response to certain questions because we do not currently have information available to provide a complete response. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report. This report is not an admission by anyone that the product described in this report was defective, that it malfunctioned, or that it caused or contributed to the event described in this report. We may conclude that the device had no defect, did not malfunction, or did not cause or contribute to a reportable event. Some of the items on this form include forced-choice terms used by the FDA for reporting purposes that do not necessarily reflect nevro¿s conclusions about the causes or nature of the event. This statement should be included with any freedom of information act response. H3 other text : the device was not returned.

Event description:
From voluntary medwatch mw5147028 received on 31-oct-2023 (submitted by patient to FDA on 12-oct-2023): nevro is the company, major pain and lumps at incision site. Spoke with doctor's office and called and made an appointment. And then arrived at appointment and showed the doctor and the representative of nevro the lumps on my back. The doctor and representative of nervo had me bend over and looked at my back the incorrect way. I have all the photos of after the surgery and all of the swelling and redness and video as well. I ended up leaving (B)(6) 2 months later after the surgery. I was in the ER (emergency room) of (B)(6). After being seen by the doctor in ER and doing a cat scan. I was immediately taken into spinal surgery. They removed an absence from my spine and the whole entire equipment. There was an immense amount of infection. I had sever sepsis. The doctor said I almost contracted meningitis. I called nervo and let them know what had happened and it seemed as if no one cared. I did six weeks of antibiotics through a PICC line. Once I arrived in (B)(6) after the treatments. I called nervo back because the representative called me to ask me how I was doing with the device. (B)(6) had no idea that the device had been removed so I asked to speak with someone higher up. That didn't go well. I am now in worse pain, have worse neuropathy. And to make it worse with in the first month of having it implanted, I called the nevro representative and I also spoke with the representative (B)(6) on the phone and let both of them know that I was being electrocuted. At least that's what it felt like. When I was in (B)(6) and I let (B)(6) know that I was not doing well he suggested that I raise it even more. Soon after I was in the ER. I have all the evidence. I am now trying to find a spine doctor here in (B)(6) to help me with nerve pinch, nerve compression, beyond amounts of spinal pain, way more then before. Dr. (B)(6), neurospine. Has the images of the implant device and the infection. I believe. They didn't give me the product back that was removed.